Event description:
Elderly female with history of coronary artery disease, status post transcatheter aortic valve replacement. To emergency department with chest pain, non-st-segment elevation myocardial infarction. While having a heart cath, balloon angioplasty, the stent opened but tip was observed to be damaged when trying to advance. The device was removed without know harm to the patient.